Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for high blood glucose on (B)(6) 2015 with a high blood glucose level of 486 mg/dl. The customer does not remember how they were treated. The customer was admitted to the hospital because they were vomiting too much. It is unknown what caused the incident. The customer did not return the product back for analysis.